Event description:
It was reported that upon deploying the filter, the physician removed the delivery system but the filter legs did not immediately release from the spline and the filter was moved caudally 3 cms. A second filter was deployed above the first one. The procedure was completed successfully without reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The filter remains implanted. Delivery system discarded by the user facility. The event investigation is currently underway.